Event description:
During a deep anterior proctectomy, it was reported that the device was empty. (This led to an insufficiency). 1/9/97-distal and proximal purse-string sutures used to permit completion of procedure. No pt consequences known.

Manufacturer narrative:
D6: device returned with no lot# indentification. Conclusion: based upon the inquiry info received, the visual examination and the functional test, no conclusion could be reached as to what may have caused the reported incident. It could not be ascertained as to where or when the staples had been fired. It should be noted that adequate inspection and control points exist in the manufacturing line along with a laser vision inspection system that detects missing staples and empty instruments. The instruments was received in good physical condition and was observed to be in very clean condition. The instrument was reloaded, cycled, fired, and formed all staples properly. The staples were measured and were found to be within specs. Comments: each instrument is evaluated during the assembly process to ensure that staples fire and form correctly. The staple loading process was reviewed and demostrated a very high degree of reliability. Co strives to understand each incident as it occurs in order to continuously improve co's products.